Event description:
The customer reported: while "trying to screen" the system increase the kv and ma to maximum. An increase to max kv and ma typically is a loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the image processing computer. The system operates as intended.